Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC was returned for evaluation. An initial visual observation of the photograph showed a groshong PICC with a break in the catheter tubing. Due to the quality of the returned photograph, details of the damage at the break site could not be discerned. Blood residue was observed inside the catheter tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during routine maintenance, the catheter fractured whilst being wiped with a chlorhexidine gluconate solution. This was immediately reported to the doctor, and the residual catheter was removed, leaving the patient temporarily without an intravenous access route. Subsequently, the nurse assisted the doctor in reinserting the catheter, and intravenous therapy was resumed. No other information was provided.